Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309648. Batch#: 4116691. It was reported that the bd syringe 1ml ll bns stopper was defective / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. ¿via live phone call the xxx am provided the following details: during 6 cataract procedures [date is asku] the surgeon visualized black particulate in the patient's eyes, all particulate was removed and the surgeon will monitor the patient for one week. In troubleshooting with the customer, the only common denominator was the tb syringe that was new to the custom pak. The surgeon stated that it looks like a piece of the rubber stopper and he visualized after use of the tb syringe. After the events, they took the tb syringe out of the custom paks and had no further issues with visualizing black particulates intraoperatively. They did not keep any of the particulates or syringes used in the 6 cases but did retain one tb syringe [unused] from the same lot custom pak for return. To date there has been no documented harm to any of the six patients. No further details to provide. Please note that the initial reporter indicated multiple events without individual identifiers. As a result, this will be logged in one complaint record with the number of occurrences tracked by global device vigilance through coding". Xxxx complaint ID# (B)(4). Vendor mpn# (B)(4). Component part description syringe,1ml,ll. Vendor batch 4116691. Date of receipt of complaint at alcon 10-10-2024. Complaint qty 3.

Manufacturer narrative:
(B)(4). Supplemental MDR - stopper defective / damaged. Two photos and one sample were provided to our quality team for investigation. The images depict close-ups of a stopper attached to a plunger, showing normal quantities of silicone and no visible defects. However, upon examining the physical sample, significant damage was observed on one side of the stopper. The condition observed is non-conforming per product specification. The potential root cause for the damaged stopper defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4116691. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch 4116691 was inspected and accepted based on meeting our inspection control plan and was subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.